Manufacturer narrative:
(B)(4). G2: report source united kingdom. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision post implantation due to fatigue failure of distal ncb plate. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, b3, b4, g3, g6, h2, h3, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Radiographs in the form of four view of the left femur and two views of the left femur were received and reviewed by a radiologist with the following assessment: four views of the left femur demonstrates a left total hip arthroplasty and left total knee arthroplasty. There is also a lateral side plate and screw fixation device with two cerclage wires. Oblique fracture of the left femoral diaphysis. Two views of the left femur demonstrate a left total knee arthroplasty. Left total hip arthroplasty is also seen. Plate and screw fixation device along the lateral femur with fractured plate at the level of the oblique fracture mid diaphysis. Osteopenia. The outcome of the investigation remains unchanged. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11 the reported product was returned to the post market surveillance team for examination with one ncb cable button (ref (B)(4)). The device macroscopically exhibits scratches throughout the surface, but mainly on the non-contact facing side. The reported event of implant fracture can be confirmed. The fracture of the plate is located through a screw hole.there are some horizontal scratches/abrasion marks at a nearby screw hole, possibly due to contact with a cerclage wire. The lot number engraved on the device matches the lot number of the reported product on the distal fracture surfaces of the plate, beach marks are visible which point to a fatigue fracture. The fracture origins are located at the beginning of the chamfer on the non-bone-facing side. On the fracture surfaces there are polished areas and some scratches, most probably due to contact between the parts after the fracture. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Based on the available information, the reported event can be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.